Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Upon review of the rate counts and recent settings, it was discussed if the device needs to be replaced soon. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Upon review of the rate counts and recent settings, it was discussed if the device needs to be replaced soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Upon review of the rate counts and recent settings, it was discussed if the device needs to be replaced soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional patient adverse effects were reported. This device is returned for analysis.